Event description:
It was identified that the customer¿s basal programming was unknown. Customer experienced hyperglycemia. The blood glucose was 600mg/dl. Customer reported symptoms like nausea, vomiting. Customer was treated with syringe. Customer reported that the high blood glucose was due to customer having no basal rate programmed. The device will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.